Event description:
The pt received an scs system, including a rechargeable ipg, on (B)(6) 2010. It was reported the pt lost stimulation approx two months ago. He has not recharged the ipg in six to seven months. The ipg will no longer communicate with the charging system or pt programmer. Due to the pt's mental deterioration, the physician has not determined whether or not the ipg will be explanted and/or replaced. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval summary: the ipg was not returned to the MFR for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.